Event description:
Customer reported a malfunction for pump. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.